Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve did not protrude. However, a functional assessment was performed and maximum protrusion was observed when the distal tip was articulated by turning the small knob in the counterclockwise direction and the large knob in both directions, confirming the complaint. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the left intrahepatic bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician experienced difficulty advancing accessories through the spyscope catheter. The electrohydraulic lithotripsy (ehl) with autolith was completed successfully with no reported issues. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion. Additional information received 07jun2018. It was reported that the working channel protruded. The ehl with autolith was completed successfully, and there was no difficulty advancing the accessories.